Event description:
Drug/diluent, fill volume, flow rate, procedure, cathplace: not applicable. Catheters are disintegrating. No patient contact. No adverse event.

Manufacturer narrative:
Method: two samples were returned for the complaint. Brittle catheter was not observed. Catheter is in great condition and fiber grain was observed on the catheter. Results: the device history record was reviewed for product lot 082326. The lot met all manufacturing specifications prior to release. Conclusions: (B)(4) reports found no activities in either of the processes that could compromise or, cause any type of damage to the catheter. Also as of january 8, 2013 I-flow has informed it's customers via a customer notification letter of the storage conditions for on-q silversoaker catheter" which included a technical bulletin (B)(4). I-flow recommends the following practices for protecting the product from light sources: store on-q silversoaker catheters in an area away from all direct light sources. Storage within the shipping box (i.e., corrugated box) is recommended.